Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to fluid loss. A new 15cm x 12mm ipp was implanted. Further information was requested and not yet received. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Manufacturer narrative:
Model number: 72404155, lot number: 841498018, model description: reservoir 65 ml pc/iz.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to fluid loss. A new 15cm x 12mm ipp was implanted. Further information was requested and not yet received. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis. It was further reported that approximately three weeks before the revision surgery the physician called stating the device had not been working for 1-2 weeks. After explanting the device if was found that the left cylinder was leaking because "the shroud was torn." All of the fluid from the system had been drained. After the surgery the patient was satisfied.